Event description:
It was reported that when injecting the vaccine into the arm, it sprayed out of top of needle where it connects to vaccine. They had to poke the patient twice. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.